Event description:
It was reported that the patient received a transplant on (B)(6) 2022. It was not reported whether the outcome was device or therapy related.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: no device related issues were reported by the account. It was reported through patient outcome that the patient received a heart transplant on (B)(6) 2022. It was not provided if the outcome was device or therapy related or if the pump was explanted. The pump was not returned. Additional information communicated on 08mar2022 stated that due to privacy laws restrictions the customer will not share any kind of patient related information. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) and the heartmate 3 patient handbook are currently available. No device related issues were reported by the account. No further information was provided. The manufacturer is closing the file on this event.